Event description:
The manufacturer received information alleging trilogy 100 pressure problem. The patient states when she turns the device on, on inhale it blows to hard. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.